Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr. Donor 2 inr: 3.1 inr. Donor 1 hct: 43%. Donor 2 hct: 48%. Testing results: donor #1: retention meter and master lot strips: 2.5 inr. Returned meter and master lot strips: 2.5 inr. Donor #2: retention meter and master lot strips: 3.0 inr. Returned meter and master lot strips: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation was lay user/patient.

Event description:
The initial reporter received error messages and questionable results from coaguchek xs meter serial number (B)(4). The customer tested twice and received results of 15 and 21. The customer knew the results were not correct as the meter only reports up to 8.0 inr. The customer went to the doctor's office for testing using the doctor's coaguchek xs meter. During troubleshooting, it was found the customer's meter was set to units of %q. This was updated to inr. From the meter memory, the result from the meter at 1:42 pm was 1.7 inr. The customer believed the result from the doctor's meter was 3.8 inr. The therapeutic range was 2.0-3.0 inr.